Event description:
The user reported that on (B)(6) 2022 they had experienced a surflo i.v. Broken catheter. The user could not identify it was broken either of when the dog was moving, or when the user removed the catheter. Since the catheter was firmly fixed with a tape, it did not remain in the vessel. No health hazard was reported. There was no medical/surgical intervention required. Additional information was received on 17 jan 2022: it was additionally confirmed that the catheter broke from the hub when the user removed it. The catheter remained in the affected animal and the user pinched the exposed portion of the catheter and carefully removed. No other fracture pieces remained in the affected animal's body. Additional information was received on 20 jan 2022: it was additionally confirmed that the user has encountered similar issues two times, one corgi and one mixed-breed.

Manufacturer narrative:
Expiration date - january 2026. UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter: zipcode: unknown. Device manufacture date - 01/31/2021 ~ 02/03/2021. No actual sample was recieved for our investigation. One piece of unused same lot sample was received. Upon visual checking, no defective properties, such as scratch on catheter or broken catheter, were observed. The concerned product is continuously produced by fully automated process, from the assembly of inner needle and catheter, inner needle and catheter fitting, cap and protector attachment, labeling through to boxing process. Furthermore, the manufacture inspection records for the reported lot were traced back and reviewed, wherein no defective products, including scratch on catheter or broken catheter, have been detected. There was no definitive evidence that the reported issue was created in our manufacture process, since no machine trouble was noted in our manufacture records, and no defective products were noted in our manufacture inspection records. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. This report is for the second event reported involving the mixed breed dog, for the first event reported involving the corgi dog see MDR 9681835-2022-00001. Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. (B)(4).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide correction. No actual sample was recieved for our investigation. One piece of unused same lot sample was received. Upon visual checking, no defective properties, such as scratch on catheter or broken catheter, were observed. The concerned product is continuously produced by fully automated process, from the assembly of inner needle and catheter, inner needle and catheter fitting, cap and protector attachment, labeling through to boxing process. The manufacture process was thoroughly checked, wherein no area, which may cause broken catheter, was confirmed to exist. Furthermore, the manufacture inspection records for the reported lot were traced back and reviewed, wherein no defective products, including scratch on catheter or broken catheter, have been detected. There was no definitive evidence that the reported issue was created in our manufacture process, since no machine trouble was noted in our manufacture records, and no defective products were noted in our manufacture inspection records. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. This report is for the second event reported involving the mixed breed dog, for the first event reported involving the corgi dog see MDR 9681835-2022-00001. Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. (B)(4).